Event description:
It was reported to philips that the system was unable to boot, stalling with a message stating x-ray starting up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot, stalling with a message stating x-ray starting up. Upon troubleshooting, the philips field service engineer (fse) checked system onsite and found that the suite pc software was corrupted. To resolve the issue, the fse reloaded the software onto the suite pc and restored the backups. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.